Manufacturer narrative:
E1 initial reporter address: (B)(6). Correction to b5 event description and h6 device codes.

Event description:
It was reported that a balloon leak occurred. An agent dcb mr 2.50 mm x 20.00 mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca) and was mildly calcified, severely tortuous, and over 50% stenosed. During the procedure when the balloon was dilated, it was noted that the shaft was kinked and was leaking. The device was removed, and another similar device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that the balloon ruptured. An agent dcb mr 2.50 mm x 20.00 mm was selected for treatment of the target lesion, which was located in the right coronary artery (rca) and was mildly calcified, severely tortuous, and over 50% stenosed. During the procedure when the balloon was dilated, the balloon material was broken and was leaking. The device was removed, and another similar device was used to complete the procedure. There were no patient complications.